Event description:
Internal cardiac defibrillators have been changed out in four patients. The reason for the change out has to do with a possible premature battery failure. The date of the procedures are all different. The device numbers are all different. I understand that every ICD device has a different number that is unique to it. These events happened because of a safety alert/recall from the manufacturer. This is the second group of patients we are reporting on.